Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit as back to stock. Upon triage on (B)(6) 2018, service found that there was no beep heard during boot up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿returned the unit as back to stock. Upon triage, service found that there was no beep heard during boot up.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.